Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have inserted a new sensor and it is bleeding past the second o ring. The customer's blood glucose level at the time of incident was 174mg/dl. The customer states the site is not actively bleeding, but there is visible blood on the sensor connector. The customer was advised to replace sensor. The customer is being sent out replacement sensor and serter.